Event description:
It was reported that cartridge leaked insulin at cartridge pigtail and issue occurred one time. There was no adverse impact to the customer¿s blood glucose level. Cartridge was not available for return because it was discarded, and customer changed cartridge, addressed infusion set issue, and successfully resumed insulin therapy; no additional information was received regarding the outcome of the event.